Manufacturer narrative:
A ge service representative performed an on site investigation. The main hard drive, cine drive, and the external interface board were replaced. The cine bridge board and cables were reseated and a break away cable was installed. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system cine was not working. No patient injury was reported.